Event description:
(B)(6) customer had been getting higher than normal blood glucose readings on the breeze2, and adjusting insulin accordingly. He had an incident where he collapsed and his blood glucose was tested with a reading of 2.2mmol/l. A new kit was sent to the customer.